Manufacturer narrative:
(B)(4) captures the reportable event of surgery. At this time, the product has not been returned. If additional information is received, this report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, which was oversensed resulting in inappropriate anti-tachycardia pacing (atp) therapy and inappropriate shocks. In addition, the lead exhibited low out of range pace impedance measurements less than 200 ohms. A possible lead fracture was suspected. As a result, the lead was explanted and replaced. No additional adverse patient effects were reported.